Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical nephrectomy procedure, while on firing over scar tissue, the devices had a problem unloading, that the reload would not open. The first handle which was opened with a reload, technician was able to load reload, closed it to hand it off to go down the trocar, but the surgeon could not get the reload to open. He tried using the black knob and moving the handle forward and neither worked. After that, a second handle was opened with another reload and during firing, the handle cracked. Blade was able to retract and open but after firing the surgeon said that he should have used another type of reload instead of the previous one so he did not understand why the handle would crack in that situation. In order to resolve the issue, a third handle was opened after the crack was heard as a backup to place over tissue to make sure that the staple line held. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was engaged with the reload. The instrument firing knobs were advanced. The reload jaws were clamped with clamp button advanced due to instrument firing knob position. The reload was partially fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further at tempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. However, the investigation detected a secondary condition of partial firing that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.